Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have depleted batteries. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
The device was evaluated at a baxter service center. The reported condition of depleted battery was confirmed. The batteries were found damaged with 31 discharges below alarm threshold. The device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.